Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator was returned for service. It was indicated that there wsa no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the customer comment that the atrial output connector was broken, and therefore it was replaced. Analysis also found that the upper case was dented, affecting the keyboard fit, that the upper and lower cases were broken, the ring cover, both bail covers and the battery release were contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the serial number label damaged. F(B)(4).